Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a replace now battery alarm and power error detected. The customer¿s blood glucose level was unknown. The customer stated that they had issues with insulin pump received power error detected alarm and had replace battery alarm. The troubleshooting was performed for and instructed steps to resolve the issues for power error detected alarm. Customer reported that they did not receive a low battery alert prior to the replace battery alert. The second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.